Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, upon device interrogation device was unable to be interrogated due to atypical circumstance. Programmer may have shown an error message. Upon, re-interrogation of the device, numerous undersensing episodes were observed. The device also migrated and was inside breast tissue. The sensing was unable to be programmed to see all the complexes. No intervention has been performed. Patient was stable. No further information available.

Event description:
New information received on september 11th, 2018 states that the patient was stable prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on august 30th, 2018 states that noise oversensing was also observed due to poor device position or loss of contact when the device migrated into breast tissue. The device was explanted, and a new device was implanted. No further information available.